Event description:
A site reported the output of the reporter was lower than expected. There was no report of pt involvement.

Manufacturer narrative:
The unit was tested by the manufacturing site and was found to have output high to manufacturing specifications. Inspection of the unit indicated there was wear driven breakdown of the mating surfaces of the rotary valve and rotary valve place, leading to inappropriate agent delivery.